Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal left anterior descending artery. A 38 x 2.75 mm promus premier drug-eluting stent was deployed and a proximal edge dissection was observed. The dissection was covered with another stent and the procedure was completed. No further patient complications were reported.